Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a manufacturer representative (rep) installed a new solid-state drive (ssd), related to another case. The rep was able to query but not download from electronic picture archiving and communication systems (pacs). There was no patient present. Troubleshooting information was received. The rep confirmed no changes were made to the network configuration. It was confirmed that the start test in the digital intercommunication of medicine (dicom) page resulted in all green lights. It was confirmed the ae title was correct. The site does not use wireless connection - wireless was toggled off. The rep confirmed query and storage in pacs node was toggled on. Additional information was received. It was reported that the issue was resolved after technical services (ts) troubleshot with the site further.